Event description:
Complainant alleged that the medics were on a call for a 57 y/o female pt who had coded, and who needed device monitoring and possible defibrillation. They allege that when they went to get defibrillator it had no display. The medics indicated that if they don't see a display on the monitor they assume device has no power. The pt subsequently expired. The complainant did not specify when the pt expired in relation to the device failure. The complainant did indicate that the pt outcome was not as a result of the alleged malfunction.